Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced inadequate/lack of pain relief. The patient was only getting 50% pain relief on (B)(6) 2016. The device was reprogrammed, the hd setting was programmed for more optimization with 60% pain relief. The device was also reprogrammed on (B)(6) 2017. On (B)(6) 2017 the pain relief was 20% and the device was reprogrammed to decrease pw to 210 and rate to 80, the arm pain was some better. The event was possibly related to the device or therapy, related to programming, but not related to the implant procedure. The outcome was resolved with sequelae. The pain was better but not totally resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the exact cause was not determined. It was unknown if any more interventions or actions would be taken to resolve the issue. The patient's baseline weight was provided.